Event description:
A report was received that the patient underwent an explant procedure due to infection and due to the incisions never healing. The patient was prescribed antibiotics and they had been draining the incisions since the 2011 replacement procedure ( MFR report #: 3006630150-2010-02118). The infection was believed to be related to the procedure and not related to the device.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent removal of the ipg because of infection and the incisions never healed. The patient was prescribed with antibiotics and they had been draining the incisions since the 2011 replacement procedure ( MFR report #: 3006630150-2010-02118). The infection was believed to be related to the procedure and not related to the device.

Event description:
A report was received that the patient underwent an explant procedure due to infection and due to the incisions never healing. The patient was prescribed antibiotics and they had been draining the incisions since the 2011 replacement procedure ( MFR report #: 3006630150-2010-02118). The infection was believed to be related to the procedure and not related to the device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm the explanted ipg was not returned to bsn as it was discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the lead was explanted on (B)(6) 2015. No malfunction suspected with the explanted lead.